Manufacturer narrative:
This report is submitted on august 31, 2022.

Event description:
Per the clinic, the patient experienced pain with device use subsequent to sustaining two head traumas in may 2022 (specific date not reported). There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on january 6, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on december 6, 2022.